Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a keypad/button (tactile changes w/moisture) issue. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation the keypad cover was intact without damage. The pump powered on with unresponsive keypad buttons. Investigation duplicated the complaint. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. There was no visible evidence of moisture; however, a leak test revealed a moisture leak at the case seal. The pump cover was removed for investigation and revealed moisture corrosion on the keypad flex/connector. This